Event description:
It was reported that the customer experienced ongoing intermittent occlusion alarms since (B)(6) 2024 with only some of them resulting in an elevated blood glucose (bg), specific dates unknown. Bg was displayed as "high," no specific value provided. As a corrective action, the customer administered a correction bolus via the pump and addressed the occlusion alarms by changing the infusion set and cartridge, then resuming insulin. The customer declined additional support.